Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose level of 26.4 mmol/l. The customer had sensor malfunction and the blood glucose value rose to 26.7 mmol/l. The customer removed the sensor and the electrode was missing. There was significant difference between the customer¿s sensor glucose and blood glucose levels. The customer had a blood glucose level of 26 mmol/l and sensor glucose of 17 mmol/l but the insulin delivery was not suspended due to sensor glucose levels. Customer treated high blood glucose with manual injection. The customer declined troubleshooting for high blood glucose levels. The device will not return for analysis.